Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 391 mg/dl. Reportedly, the customer will revert to an alternate pump, and has manual injections available for insulin therapy.